Manufacturer narrative:
This report is submitted on june 27, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2017. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.